Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ins "seems like it's going down" and reported every time they sit it hurts. Pt further clarified it feels like their ins is moving down, but stated they don't think it is. Pt reported once in a while they sit down too hard and the implant hurts. Pt stated they can only sleep on the opposite side of their implant. Reviewed role of ps and redirected pt to hcp to check implanted system. Pt denied any recent trauma to implant site or falls. Pt stated this has been going on since doi. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.